Manufacturer narrative:
The lens was returned to bausch and lomb for visual inspection. Investigation of this complaint is in progress.

Event description:
The surgeon reported an attempted implant of a crystalens in the pt's left eye. The lens was inserted and when the surgeon went to rotate the lens, he noticed that there was a posterior capsular tear. The incision was enlarged to remove and replace the crystalens. A suture was placed to close the wound.